Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of adhesive around objective lens has wear traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service center identified that adhesive around objective lens at the distal end has wear. There was no patient involvement.